Event description:
It was reported that since the pump refill on (B)(6) the pump had been turning up and down by itself. It had been doing that for about 3 months now. On (B)(6) 2014, it hit the patient really hard and the patient¿s wife could hardly wake him up and when she did he could hardly walk because he was so loose. This problem of the pump giving a big, heavy dose, ¿too much medication,¿ seemed to be happening every 3 weeks or so. The patient has had the pump for so long that he knew how it was supposed to be. When this happened he would lose 2 or 3 days as it knocked him down so bad he was unable to function. When it¿s running normal the patient does well. A dye study was done and the healthcare professional indicated that ¿everything was fine.¿ it was noted that the healthcare professional was compounding medication in the pump and the patient was told that something happened to the compound medication. The device system was used to deliver morphine and baclofen. It was later reported that the patient experienced a change in therapy effect. Following a refill on (B)(6), the patient had withdrawal for 5 days. Prior to that he never had a problem. On (B)(6), the dosage went up on its own and it knocked him to his knees and after about 36 hours it calmed back down and then he started having spasms again. On (B)(6) 2014, "it did the same thing again like he was getting way too much medication." It was noted that at the time of this report it was strictly baclofen in the pump and on (B)(6) they were going to put the morphine back in." The patient reported that a dye test was done, because "they were trying to find out what was going on and the dye test said the function was good but that wasn¿t going to tell you if it spikes or something. The patient reported: "I was at 85 percent, then they turned it up every week for 3 weeks and I¿m at 126 percent now and it¿s still not doing what it¿s supposed to do". The patient was concerned that something was wrong and that the "rotor has stalled or something." The patient reported that he¿s had the pump for so long and never had a problem and never had any adjustments for 3 years. Now, all of a sudden, he¿s having these problems. On (B)(6) 2014 the patient did not have any pain because the pump surged so much and then last night, (B)(6) 2014, he had a lot of pain. The patient indicated that the withdrawals were horrible and he went through rebound spasticity. When ¿it spiked on monday it gave me so much medication I could hardly walk and I was real loose and couldn¿t drive.¿ at the time of the report, the patient did not think he was having withdrawal symptoms. The patient was having a lot of spasticity issues. An appointment was scheduled for (B)(6) 2014 for a refill and to add morphine back into the pump. It was later reported that on (B)(6) the patient went into withdrawal. On (B)(6), the office took out the drug in the pump and replaced the drug with new drug. After the drug was replaced the patient went into withdrawal another 5 days. At the end of (B)(6), the physician did a dye study and said the catheter looked okay. The compound drug was removed and only lioresal was put in the pump. At the end of (B)(6), the patient got overdosed. He said his pain went away for a little over a day. The patient¿s wife had trouble waking him up. It was further reported that the drug was changed out several times and the patient was put on oral baclofen. The patient status was reported as ¿alive ¿ no injury.¿ it was later reported that the physician had ¿troubleshooted¿ everything, and was going to replace the entire system. The office contacted the patient and the patient wanted to go back to the original surgeon. As of (B)(6) 2014, the surgery was not scheduled yet.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported at one point, the patient returned to seeing her original hcp. The patient had just baclofen in the pump, but pain drugs were then added and the patient kept "having problems." There was some concern with the use of "compounds" so the hcp put "our baclofen" (branded lioresal) in the pump; however, the patient continued to have overdose and underdose issues. The hcp had previously been unable to figure out what the issue was. On (B)(6) 2014, the patient's entire pump system was replaced. During surgery, upon opening the pocket it was determined that the catheter was sitting on top of the pump, and they think what was happening was that the catheter was being punctured during refill procedures. Following replacement, the intrathecal therapy was restarted using a low concentration of medication.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).